Event description:
It was reported that the device locked up and failed to advance past 'test in progress" prompt. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported lock-up failure. Physio replaced programmed user interface pcb and system control pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.